Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unspecified location. This was observed after priming the tubing prior to patient use. The device contained 5-fluorouracil 50ml and 50ml of 5% glucose. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between february 20-21, 2024. H11: the actual device was received for evaluation. Visual inspection was performed which noted there was fluid inside a bag that contained the unit. When the unit was removed from the bag, an untightened winged luer cap was identified. Signs of surface roughness were not observed inside the cap when inspected under the microscope. A functional leak test was performed and no signs of leak were observed. The reported condition was verified during initial inspection. The cause of the condition could not be determined; however, probable cause may be due to user handling. The product label (IFU, instructions for use) indicates to ensure that the cap is securely connected after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.